Manufacturer narrative:
On 3-oct-2024, additional information was received indicating the physician did not provide an opinion on the cause of the adverse event. Additionally, the first catheter that had force sensor issue was inside the body, however, it is not known if ablation occurred prior to the force sensor error of 106. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required pericardiocentesis. After an afib case, a pericardial effusion was noticed. When the patient left the procedure initially their vitals were normal. There was a drop in blood pressure and heart rate in the patient about an hour after the procedure. Anesthesia came in to inform the physician of the pericardial effusion while the physician was in another procedure. The medical intervention provided was a pericardiocentesis. No evidence of steam pop. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation on 23-dec-2024. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, temperature or electrical issues were found during the product investigation. However, during the tests, a deflection issue was observed due to a puller wire broken in the handle area. During product evaluation, the lot # was verified to be 31431929l. As such, a manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. The deflection issue was not reported by the customer and the potential cause of the puller wire broken could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: steering wire (g04121) were selected as related to the broken puller wire identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the patient adverse event. Note: the full UDI has now been provided under field d4. Primary UDI number. The manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. The product catalog number has been updated from d134804 to d134702. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required pericardiocentesis. First, it was reported that the carto 3 system was displaying a force sensor error of 106 when the catheter was plugged into the patient interface unit (piu). The catheter was reseated but the issue persisted. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure was continued. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. It was also reported after an afib case, a pericardial effusion was noticed. When the patient left the procedure initially their vitals were normal. There was a drop in blood pressure and heart rate in the patient about an hour after the procedure. Anesthesia came in to inform the physician of the pericardial effusion while the physician was in another procedure. The medical intervention provided was a pericardiocentesis. No evidence of steam pop.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).